Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted the device did not function. This confirmed a relationship between the event and the device. Device performance data showed that the device had functioned for over 7 days. This means that the device reached its end of life time limit due to been in use for the maximum time that the device can function. This is an inherent characteristic of the device. No device or software issues were identified. A clinical investigation concluded; 'per e-mail communication the reported issue did not result in any patient harm, and treatment was continued with a wound dressing. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time.' The associated risk file contains the reported event. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The investigation has been concluded as no device problem found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during the 4th day of use the pico 7 stopped working, there was no light indicators activated; after the batteries were exchanged, all indicator lamps flashed once but the pump did not work; the procedure was completed using wound dressing. No other complications were reported.